Manufacturer narrative:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). The ventilator was investigated by our field service engineer on-site and the pressure transducer (pcb) was tried with no malfunction found. Barometic pressure calibration was performed and the set peep value of the device is read the same. There was no fault found. No parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm reported. Manufacturer's ref. #: (B)(4).